Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they replaced the charger enclosure and batteries. The enclosure charger was returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed because the part was returned unused. The two battery trays were returned to the manufacture for evaluation and are under analysis at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that after taking multiple 3d spins the system would flash the low battery light briefly and then the light will turn off. No patient was present at the time of the event. Additional information was received and stated that the batteries were not depleted. The warning light appeared and a tray was found to be bad.

Manufacturer narrative:
H3) the battery tray was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Visual inspection shows scuffs and scratches consistent with normal use. It passed continuity test on fuses, and passed bench test. Measured voltages on individual batteries were within spec. No failures found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.